Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplement medwatch report will be submitted when medical records have been received and reviewed. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a pt was admitted to an unk hospital on (B)(6) 2014, for an unk reason. The pt had a history of co-morbidities. On (B)(6) 2014, the pt discontinued dialysis treatments and proceeded with comfort measures only (cmo). On (B)(6) 2014, at approximately 1300, the pt expired. Since the pt went cmo, he was not being dialyzed at or near the time of his death. The pt's weight and date of birth are unk. The sample was discarded and is not available for return. The lot numbers are unk.